Event description:
A zoll distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon eval, the y1 (10 mhz smd crystal) component on the bedside board was internally open. The cause of the inability to charge a battery pack is the internally open y1 component. The root cause of the internally open component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.